Event description:
It was reported that the pt expired. The pt recently had an open-heart surgery and was trying to get on the multiple organ transplant list. Further information is being requested from the hcp.